Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging a onetouch verio iq meter system kit was missing the lancets, lancing device, test strips, ac adapter, usb cable and carrying case. This complaint was classified using the customer care advocate (cca) documentation. The patient reported having symptoms of "not feeling well" at the time of the call. It is unclear if the patient associates these symptoms with high or low blood glucose. The patient reported using a combination of medications including oral medications and insulin (type and dose unknown). It is unknown if the patient made any changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported currently awaiting assistance from her home health nurse at the time of the call. The cca was unable to undergo troubleshooting with the patient at the time of the call due to the patient actively having symptoms. Based on the information provided, this complaint is being reported due to the following conclusion(s): there is no indication that subject meter cause or contributed to a serious injury. The patient's reported symptoms do not meet lfs' criteria for a serious injury. However, this complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.